Event description:
Caller reportedly received the following results on a compact plus meter, compared to a professional meter, within 10 minutes: 115 mg/dl (compact plus) and 240 mg/dl (doctor's meter) no actions taken based on compact plus device results. Customer took insulin based upon the reading she obtained with the doctor's meter. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.